Manufacturer narrative:
The provided medical records indicated that knee instability and poly wear were found during the revision surgery. The instability is considered secondary to the reported poly wear. Clinician review of the records concluded: "there is no examination of the explanted tibial insert or description of ¿poly wear¿ that was noted in the operative report after ten years in situ. There is no evidence that factors of faulty component design, manufacturing, or materials were responsible for this clinical situation." No further investigation for this event is possible at this time as no devices were received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The pre-op diagnosis was loose tibial and patellar component. During the revision surgery on (B)(6) 2014 the surgeon stated both components were not loose and elected to revise the insert only.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The pre-op diagnosis was loose tibial and patellar component. During the revision surgery on (B)(6) 2014, the surgeon stated both components were not loose and elected to revise the insert only.